Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm was noted. The insulin pump was received with no vibration due to broken vibrator black wire. The insulin pump had minor scratched display window.